Event description:
It was reported the patient fell off a ladder and "suffered head trauma from which he expired." There is no allegation from a health care professional that the death was device related. Additional information concerning the cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). Clarified information was obtained from the customer: the customer indicated that a y-site was not involved in this report. The customer reiterated that the set came apart where the tubing joins the female luer fitting. No further information is available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. The sample arrived out of the pouch. Visual inspection confirmed a tubing separation from the winged female luer. Closer visual inspection of the separated tubing end under a microscope showed that there is no visible solvent plow ridge present. Visual inspection of the interior surface of the winged luer also showed no residual solvent residue. The bond between the male luer and tubing was also checked by performing a five pound pull test. The bond passed the pull test. It appears that the separation was due to the lack of or no solvent bonding between the winged female luer and tubing. Therefore, the reported condition is confirmed. The root cause of the reported condition of the separated female luer was determined to be due to lack of solvent present at the tubing bond. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Note: this is one of two reports (MFR report # 3005099803-2011-00029 and MFR report # 3005099803-2011-00026) regarding two complaint devices that were used in the same patient. According to the complainant, the physician had previously implanted an uncovered wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00029) into the patient. The implant date is unknown. Post-procedure, the patient developed increased bilirubin levels. As a result, the physician injected contrast media and found good filling, indicating that there was no tumor ingrowth. Therefore, the physician suspected that this stent was originally placed incorrectly with its proximal end in the ductus cysticus; which would explain the elevated bilirubin levels. The physician did not believe that this was a failure of the implanted stent. To resolve the issue, the physician decided to implant another wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00026) through the previously implanted stent. This stent was to be positioned into the choledocus and above the ductus cysticus. However, during the re-intervention procedure on (B)(6) 2010, the physician felt resistance when attempting to deploy the stent. It was impossible to retract the outer sheath and then the inner catheter broke. Due to the broken handle, the stent could not be deployed and the stent was removed from the patient. The physician completed the procedure with another wallstent (along with the same guidewire). The physician added that this stent helped lower the patient's bilirubin levels to 53.

Event description:
A customer contacted product surveillance on (B)(6), 2010 to relay a report of a leaking set near the y-site closest to the patient. The incident, which occurred on (B)(6) 2010, involved an interlink continu-flo solution set (product code (B)(4), lot number unknown). The y-site appeared to be crushed after a visual examination at the facility. The set came apart where the tubing joins the female luer fitting. It slipped right out of the connector. The leak occurred at a bonded connection. All connections appeared to be secure. This leak occurred after a few days. The patient was an epileptic patient that had a seizure and had to receive ativan via an emergency. There was an unknown amount of bleeding and a short period when the patient was not getting their ativan medication. There was also potential for contamination because the system was not closed during that time. The sample is available for evaluation and has been decontaminated by the facility. Writer obtained the following additional information from the facility's technology coordinator on 07/07/2010: following the event, the patient's ativan infusion was switched out and restarted with a new set. The patient was then fine and had no further problems due to the event. No further information is available.